Manufacturer narrative:
The initial information did not indicate a potential for injury. Though still under investigation, varian has determined that an MDR is appropriate. Additional f/u to this MDR is expected.

Event description:
The customer contacted the helpdesk to report that the imrt plans are failing the imrt qa. The site also claims that no changes had been made to the beam settings. Our helpdesk agent connected into the site's system and found that the beam add-on parameters were changed on (B)(6) 2010 which resulted in the mlc transmission and dosimetric leaf gap to be set to zero. Zero is the default parameter. This was the source of the qa discrepancy and the customer alleges that no warning was presented to the user that the beam settings had changed. No serious injury to pt was reported. No pt data was provided.